Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient called regarding the recall for the lfit v40 femoral head of which he went to the surgeon for an MRI and bloodwork which shows elevated chromium levels. May need revision surgery in the future and has to go back to the doctor in another 6 months for testing.

Manufacturer narrative:
An event regarding abnormal ion level involving a lfit v40 cocr head that was mated with accolade plus tmzf stem the event was not confirmed device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: ¿based upon the information available for review there is no evidence of current or impending clinical problems relating to the implants received by the patient in this case.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient called regarding the recall for the lfit v40 femoral head of which he went to the surgeon for an MRI and bloodwork which shows elevated chromium levels. May need revision surgery in the future and has to go back to the doctor in another 6 months for testing.